Manufacturer narrative:
Should additional information become available this event will be updated.

Event description:
Boston scientific received information that during a device change out procedure a sudden decrease in right atrial (ra) lead impedances was noted as well as an increase in thresholds. A micro-dislodgement was suspected. The ra lead was capped and a new ra lead was implanted. No adverse patient effects were reported.